Event description:
It was reported that during an unknown procedure, the staplers could hardly be triggered. Staple line was incomplete. The staple formation was insufficient (misformed staples). No harm for patient. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4).